Event description:
Device issue: peeling/cracking of coating. Time of device issue: during the procedure. Adverse event: none. It was reported that during the procedure in the aorta, resistance was felt when advancing the supracore guide wire through a mechanical aortic valve that had been previously implanted in a prior procedure. The guide wire was pushed and pulled in order to manipulate the guide wire through the valve. While attempting to advance a non-abbott guiding catheter over the guide wire, it was noticed that the coating of the supracore guide wire was peeling and cracking. The guiding catheter could not be advanced over the guide wire. The guide wire was successfully removed from the anatomy and the procedure was stopped. There was no adverse pt effect reported. Though requested, no additional info has been provided.

Manufacturer narrative:
(B)(4). The device was received; investigation is not yet complete.